Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture," baker grade iii.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing "hardening of the breast." Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Patient reported experiencing right side "hardening of the breast." Healthcare professional reported right side "capsular contracture," baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2 (required intervention to prevent permanent impairment/damage). A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, underweight and opening. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed a fold flaw opening and non-penetrating nick.

Event description:
Patient reported experiencing right side "hardening of the breast." Healthcare professional reported right side "capsular contracture," baker grade iii. Device has been explanted.